Event description:
The customer reported that due to an incorrectly represented invasive blood pressure which demonstrated that the pressure was very high, a critical patient's medication was reduced which then led to a drop in blood pressure so low that medical intervention was warranted.

Manufacturer narrative:
(B)(4). A follow up report will be submitted after philips obtains more information concerning this event.